Event description:
Medwatch report mw5188831 received indicating: "employee professional staff nurse, expert - IV therapy, on (5/19) notified clinician IV therapy that she experienced a medical device-related injury while seeing a patient. When preparing IV supplies, rn opened and applied pressure to the applicator on a exofin mastic liquid adhesive vial .67ml, unspsc (B)(4), upmc item #(B)(4). The inner portion of the vial is a glass ampul that is meant to break and release fluid to the sponge applicator. The glass broke through the plastic applicator and cut rn's finger. No concerns of bbp exposure. On the package insert, it does state to "crush vial before opening this package." No patient involvement occurred during this injury."